Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant, the implantable cardiac monitor (icm) was not sensing. Icm was removed and repositioned but still did not sense. The icm was explanted and a new icm was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the initial implant, the implantable cardiac monitor (icm) was not sensing. Icm was removed and repositioned but still did not sense. The icm was explanted and a new icm was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.